Event description:
The micro sagittal saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Severe corrosion damage within the internal components of the device was identified as the probable cause of the device. Damaged sockets can create a high impedance at the connection between the console and the handpiece which can result in false operation signals to the console.